Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code. The biomed stated that there has been no report of any pt incident involving this pump since the last baxter service event. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.